Event description:
I had a breast augmentation on (B)(6) 2011. Since that time I have experienced fatigue, mental fog / forgetfulness, dry eyes, eye floaters, increased stomach acid, hormonal imbalances, mastitis during breastfeeding 7 times on left breast, joint pain, muscle stiffness / pain, chronic neck pain, chronic shoulder knots and pain, insomnia, lower back pain, heart palpitations, voice disturbances, hair loss, low libido, frequent urination, and migraines.